Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
Hartman back or planned after resection with reanastomosis with a cdh31p. During preparation of the or nurse the stapler was prepared out of the sterile packaging; battery was inserted, and the indicator light was shining. Everything as usual so far. Surgeon prepared the bowel, fixed the anvil and prepared inserting the stapler transanally. After placing the stapler properly in the bowel, they opened the device to extend the thorn to connect with the anvil. The surgeon smoothly closed the device till the indicator moved and decided to staple after waiting a few second to reach a proper compression. The stapler was not doing anything, no function at all - no stapling, no movements of the stapler were recognized. After calling me they removed the stapler out of the bowel, opened a new device, inserted the battery and reconnected it again with the anvil. With this new opened device, they could finish the procedure without any further circumstances. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 04/14/2022. D4: batch # u5e20y. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh31p device arrived with no apparent damage and the anvil was not received. The breakaway washer was not present and the device was fully loaded with staples. When the battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. After disassembly, the device was tested for functionality with a manually assisted. A test washer and test anvil were used for the functional test and the device was fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident confirming that the experience was due to the damage in the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damage observed on the flex circuit has been correlated to the design. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.